Event description:
It was reported that following a patient fall, there was a catheter issue and revision. The patient indicated he fell "years ago" and x-rays were then taken. The surgical healthcare provider (hcp) indicated to the patient the catheter tip had broken off. The patient then underwent a revision, and following the surgery, the hcp noted that the catheter had dislodged, and was not broken as originally thought. The exact timeframe of events was not clear, but was thought to be about "6 years ago", per the patient. It was later reported by the hcp that the fall took place it 2003, and there was a catheter issue of a break, tear or hole of the distal segment. The hcp reported that the patient refused surgery for catheter replacement. It was not clear if the hcp was referring to a separate catheter event, or if the patient had not actually underwent a catheter revision as was previously reported. It was also unclear if there was dislodgement of and/or damage to the catheter. The drug being delivered via the pump was baclofen at the time of event. Additional information has been requested, however was not yet available at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j93126004, implanted: (B)(6) 1994. Product type: catheter. (B)(4).